Manufacturer narrative:
A review of the device history record for the reported component lot number found nothing that would cause or contribute to the reported problem. The needle being used was not one of those specified for use with this bulking implant. The raw materials used in the implant are known to cause degradation to needles comprised of polyurethane (such as the one used in this procedure).

Event description:
It was reported that during a urethral bulking implant procedure in 2008, using an off-label bulking implant material, the needle broke. The doctor used three additional needles attempting to inject the implant material. All of the needles broke when being used with an off-label bulking implant material. Additional info has been requested, but not received.